Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during the implant procedure, the atrial lead would not stay attached to the patient. When the physician attempted to extend the helix, the entire lead would torque and spin in the atria. Another lead was used. The patient was stable before, during, and after the procedure.

Manufacturer narrative:
A complete lead was returned in one piece measuring 46.4cm. The damage found was sustained during the surgical procedure. The lead was otherwise normal.